Manufacturer narrative:
An event regarding audible noise (squeaking) involving a trident shell was reported. The event was confirmed based on the medical records provided. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: cup malposition in excessive anteversion as well as superficial position have contributed to impingement between stem neck and cup shell posterior in the joint with secondary displacement of the mdm poly cap allowing metal-metal contact between devices to cause a squeaking noise from the arthroplasty. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: a review of the provided medical records by a clinical consultant indicated the following: cup malposition in excessive anteversion as well as superficial position have contributed to impingement between stem neck and cup shell posterior in the joint with secondary displacement of the mdm poly cap allowing metal-metal contact between devices to cause a squeaking noise from the arthroplasty. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that patient has experienced audible noise in their right hip since implantation (noise reported as being squeaky). At first the noise was intermittent, but has increased in frequency and has become more pronounced in the last 6 months. The surgeon wants to know if similar reports have been received for these devices as the surgeon cannot determine if the squeaking arises from the head/trunnion interface or the shell/liner interface. The patient has not yet been revised, surgeon wants to wait for the aforementioned results before making a decision. Update based on medical review 11 april 2019: cup malposition in excessive anteversion as well as superficial position have contributed to impingement between stem neck and cup shell posterior in the joint with secondary displacement of the mdm poly cap allowing metal-metal contact between devices to cause a squeaking noise from the arthroplasty.